Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot k344 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot k344 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported during reinfusion of the treated blood cells they noticed a blood leak coming from the anticoagulant tubing. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The treated cells were manually reinfused. The customer reported the patient was in stable condition. The customer returned the kit for investigation.

Manufacturer narrative:
Correction: d9: device available for evaluation? No. H3: device evaluated by manufacturer? Not returned to manufacturer. The complaint kit was not received for evaluation. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. A review of all tubing leak complaints documented in mallinckrodt's electronic database did not identify any similar occurrences for kit lot k344. A device history record (DHR) review did not result in any related non-conformances and this kit lot passed all lot release testing. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4). (B)(4) 15-apr-2022.